Event description:
Patient called stating that one of her ms3 pump (ms3 pump, sn (B)(4), 02/09/2018) was malfunctioning. It gave a siren alarm with no alert/error message on the screen. Patient tried restarting, replacing its new batteries but would just alarm and then turn off shortly after. Patient switched to another pump and the delivery was resumed with no problems. Informed that we will ship put another pump for delivery tomorrow with a return box in it to ship out the malfunctioning pump back to us. She agreed. No further information provided. Dose or amount: 30.5ng/kg/min, frequency: q 72 hours, route: sq. Dates of use: (B)(6) 2013 to ongoing. Diagnosis or reason for use: pah.